Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy irritation underneath the back therapy electrodes. The patient's physician prescribed benadryl and advised patient to briefly remove the lifevest when the patient becomes hot or sweaty. The patient's irritation improved.